Event description:
Synovitis [synovitis], joint effusion of right knee [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown, with osteoarthritis (kellgren-lawrence grade 4 and no prior effusion). (B)(4). The patient's medical history was significant for previous use of synvisc (hylan g f 20) (first course and age at that time was (B)(6)). On an unspecified date in 2001, the patient initiated treatment with intra-articular synvisc injection (second course) in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the patient received second injection of synvisc. On (B)(6) 2001, the patient experienced synovitis. On unspecified dates in (B)(6) 2001, the patient received treatment with xylocaine (lidocaine) at a dose of 01 cc and intra-articular celestone (betamethasone) at a dose of 2 cc (frequency not provided for both). On an unspecified date in 2001, the patient had effusion of right knee and 40 cc of clear yellow fluid was aspirated. On (B)(6) 2001, the event of synovitis resolved. The action taken with synvisc treatment was not provided. The outcome for the event of joint effusion of right knee was not provided. Concomitant medications were not provided. The intensity for both the events was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide relationship between synvisc and the event of joint effusion of right knee. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.